Event description:
During product evaluation the pump over infused on channel "c". There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during service by baxter, the pump over infused on "c". Inspection of the device found that the cause of the over infusion was due to a defective channel "c" pump-head module. The channel "c" pump-head module was replaced. The device was returned to the customer fully operational.